Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was admitted to intensive care unit (ICU) due to infusion set block alarm event that took place on (B)(6) 2024. Patient's blood glucose level at the time of issue was 427 mg/dl. Patient had high ketone levels. Patient was treated via intravenous and fluids of saline and insulin. Infusion set was in use for 3 days. Patient was hospitalized for 4 days. No further information available.